Manufacturer narrative:
Inspected unit. Unit looks to have been used excessively. Heating pad is torn where the electrical cable comes out at the top right corner. Might be due to mishandling of product. Pull and/or tugging of unit. Plugged in unit into outlet. Unit successfully powers on. Cycled through all heat levels of the unit to verify all color indicator lamps were fully functional. Turned on unit to high setting at 9:10am. Verified unit was heating and still powered on every 15 minutes until unit automatically powered off at 11:10am. Turned on unit to medium setting at 11:30am. Verified unit was heating and still powered on every 15 minutes until unit automatically powered off at 1:30pm. Unit seems to be functioning normal.

Event description:
It was reported that the end user dozed off while using the heating pad and received a burned on her back. The end user contacted her doctor and has been applying hydrocortisone ointment with pain reliever.

Event description:
It was reported that the end user dozed off while using the heating pad and received a burned on her back. The end user contacted her doctor and has been applying hydrocortisone ointment with paint releiver.